Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for air leakage issues because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. Review of device history record (DHR) cannot be completed due to the unknown lot number. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
Terumo medical received a user facility medwatch report (B)(4). The event description states: "after application of arterial radial band to right wrist, patient was noted to be bleeding from the site of hemostasis. Arterial band balloon broken. New band immediately exchanged, and hemostasis to right radial artery ensued." Additional information received on 18mar2024: procedure was a left heart catheterization (lhc). Post case the tr band was applied and approximately 15ml air was introduced into compression balloons. After several minutes past it was noted, the patient was bleeding at the access site and a hematoma was forming. Attempts to reinflate balloons of tr band in place were performed without success. The defective tr band was removed, and new tr band was applied. Hemostasis was achieved with the new tr band. Hospital protocol for titration was followed without any further complications. Hematoma was resolved and the patient was discharged. Additional information was received on 19mar2024: the estimated blood loss was less than 250cc. Hematoma at access site, resolved with application of the second tr band and manual pressure. The patient was stable and discharged. The balloons failed to hold air and stay inflated. The device did not have noticeable damage when applied.

Manufacturer narrative:
D4: lot #: requested, unknown. D4: expiration date, UDI: unknown, as the involved product lot # was unknown. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: risk manager. H4: device manufacture date: unknown, as the involved product lot # was unknown. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The production lot # was not provided by the user facility, which prevented a meaningful review of the device history record.